Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead was later explanted with the pacemaker system due to an infection. The explanted lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that four days post-implant, the patient implanted with this right atrial (ra) lead was observed to have a hemorrhage in the pleural cavity. The patient was sent to thoracic surgery for treatment and was subsequently discharged from the hospital. The physician believed the hemothorax was a complication of the pacemaker implant procedure. No additional adverse patient effects were reported.